Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was unknown at the time of incident but they also reported that their blood glucose level went on 400 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with injection. Customer will be returned device for analysis.